Manufacturer narrative:
The medical center in japan discarded all impella pump product months ago. No benchtop analysis to root cause is possible. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp support in (B)(6) 2022 that was successful til patient expired from underlying and unrelated condition. The team later in 7/2022 reported upon an access site bleed and limb ischemia via the jpvad registry. The bleed was treated by rbc infusion and the limb ischemia by external bypass.